Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector and additional damage. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector, both output connectors were broken. It was additionally noted that the encoders and knobs were contaminated(rust), that the main seal was not installed properly (corrected) and that the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.